Event description:
Hi sven, we received two different t1 ventilators from the same customer with broken pins on the neonatal switch of the exhalation valve . Assembly, causing "wrong expiatory valve" alarm. Picture attached. Have you had any other complaints like this? Customer would like to know what may have been done incorrectly and what can be done to avoid this from happening again. Thanks.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag more than years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the devices failed to meet the specifications at the time of the event while the ventilators were prepared for use. No patient or user harm was reported. The issue is not likely to be serious to public health and has not the potential to cause serious injury or death, if it were to recur. Therefore, the event has been deemed to be a not reportable event. The root cause could not be determined due to insufficient information. Most likely too much force was used when installing the expiratory valve set or while cleaning the microswitch was damaged. As a result, the microswitch broke and might not have detected the neonatal valve, and the ventilator reacted as if an adult valve was inserted. This triggered the alarm "wrong expiratory valve". The technical support engineer instructed to the complainant to replace the expiratory valve. However, the complainant never responded to our repeated requests to inform us if the complaint had been resolved and what action had been taken to resolve the problem.